Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was difficulty in moving the plunger of bd ultra-fine¿ insulin syringe. No patient impact reported. The following information was provided by the initial reporter: when she was going to use one syringe, it was hard, couldn't move, and it was impossible to use it.

Event description:
It was reported that there was difficulty in moving the plunger of bd ultra-fine¿ insulin syringe. No patient impact reported. The following information was provided by the initial reporter: when she was going to use one syringe, it was hard, couldn't move, and it was impossible to use it.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1081665. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that there was difficulty in moving the plunger of bd ultra-fine¿ insulin syringe. No patient impact reported. The following information was provided by the initial reporter: when she was going to use one syringe, it was hard, couldn't move, and it was impossible to use it.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 21-jun-2022. H.6 investigation summary: customer returned (1) loose 1cc, 6mm syringe. Customer states that it couldn¿t move. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 1081665. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.